Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID :neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a sudden return of symptoms in the left hand on (B)(6) 2016. His left hand suddenly began having tremor which had gradually gotten worse. The symptoms were only on the left side; he was shaking like crazy and was very miserable. The shaking got progressively worse, he could hardly move, could not speak right, and could not think. The morning of the event the patient had physical therapy and the therapist was moving and working with his head and neck. The consumer asked if that could have crimped a wire or something. The consumer used the programmer to check the left implantable neurostimulator (ins) and it showed on and ok. When she used the programmer on the right ins it showed the picture of a doctor; she later reported that it was an elective replacement indicator (eri). The consumer believed there was something wrong with the programmer. The consumer also expressed a longevity allegation; this ins was only one year old and she believed the last ins lasted five years and the patient was using the same settings. On (B)(6) 2016 the consumer reported that an end of service (eos) message appeared four days earlier on the right ins. The consumer noted that they kept the patient at the lowest settings and was wondering why eos came so soon. The doctor scheduled a manufacturer representative (rep) to come out on (B)(6) -2016. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.